Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low pacing lead impedance measurements of less than 200 ohms. Additional information was received and indicated that an x-ray showed a possible insulation problem just proximal to the superior vena cava coil. The patient was sent for a lead extraction. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.